Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system leaked approximately one half cup of fluid into the spill tray. The fluid appeared to be deionized water. The customer was wearing a lab coat, gloves, and eye wear at the time of the event. There was no report of injury or exposure, and the customer did not seek medical attention. Msds was not reviewed but there is an exposure control or risk management plan in place at the facility. No erroneous patient results were generated. The customer opined that the fluid distribution valve was not fully closing. Service was not dispatched for this event, but the issue was resolved and could not be duplicated.

Manufacturer narrative:
Method: service was not dispatched for this event, but the issue was resolved. (B)(4). The customer resolved the issue.